Event description:
It was reported that during a colostomy take down and a lar procedure, the device was fired and attempted to be opened, but would not open. After some maneuvering, the device was removed, but it tore the tissue. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.